Event description:
It was reported that this right atrial (ra) lead had exhibited noise signal. This ra lead was explanted along with whole system, replaced along with leadless system with a non-boston scientific models and will not be returned for analysis. No additional adverse patient effects were reported.